Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument malfunctioned (no details available). Another instrument was used to complete the case. There was no consequence to the pt.